Event description:
There was a resident who suffered a dislocated shoulder while on a sara 3000. The arjohuntleigh clinical rep stated that there was an incorrect assessment performed involving the pt and a compatible lift. The facility rep stated that they were not sure if there was a transfer that was taking place at the time of the incident (since the incident, the resident has been changed to a different lift with 2-person assist). The arjohuntleigh service tech was unable to get incident info from the facility as none was released per the facility dir.